Event description:
It was reported that the right ventricular (rv) lead was actually pacing the atrium. It was thought that the lead had originally been placed in the rv septum, but upon fluoroscopic observation it appears the lead was actually in the coronary sinus or branch of the atrium. There were no performance issues with the lead other than it was pacing/sensing the wrong cardiac site. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701 implantable pulse generator (ipg)(B)(6) 2004; 5076 implantable pacing lead (B)(6) 2004. (B)(4).